Event description:
The customer reported via phone call that she had accidentally locked the keypad on her insulin pump. Her blood glucose level at the time of incident was 47 mg/dl. She believes that she executed excessive bolus for what she ate, but she was able to troubleshoot the issue. No further assistance was required, and no products were exchanged or returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.